Event description:
It was reported that cartridge was damaged at fill rod and had not been loaded onto pump for insulin delivery, with issue occurring one time. There was no adverse impact to the customer¿s blood glucose level. Customer changed cartridge and successfully resumed insulin therapy, and technical support arranged replacement cartridge through return process with customer confirmation and understanding.